Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and death occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) imaging noted there was no baseline pe. Groin access obtained and non-boston scientific vascular pre-closure device was used. A versacross radiofrequency (rf) wire was inserted up to the superior vena cava (svc), a watchman trusteer access system (was) and versacross connect dilator to follow. No transseptal puncture (tsp) was achieved on the first drop down. On the second dropdown tsp was performed without rf delivery required. Tsp location appeared to be mid/mid-posterior based on ice imaging. No pe was noted at this point in the procedure and patient vitals were stable. Tsp location was dilated with the was and then was and vcc dilator retracted for left atrium (la) access of the ice catheter. Tsp access of ice catheter was still unsuccessful. A pe was then discovered four (4) minutes later. Was removed from the groin and ice visualized the pe location on the right side of the heart. The procedure was aborted. Cardiac tamponade occurred, which caused the need for cardiopulmonary resuscitation (CPR), blood transfusion, pericardiocentesis removing bright red blood of over three (3) liters, fresh frozen plasma (ffp), and cryoprecipitate. The family was contacted a little over two (2) hours later and as the patient was a do not resuscitate (dnr) status and they requested no additional life-saving measures, so time of death was called by the physician. The official cause of death is pe that resulted in death. It was noted the patient was on eliquis and stopped taking eliquis two (2) days prior to the procedure. Last recorded inr lab result was 1.4.

Manufacturer narrative:
B6 information added. H6 patient code added: cardiac perforation.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and death occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) imaging noted there was no baseline pe. Groin access obtained and non-boston scientific vascular pre-closure device was used. A versacross radiofrequency (rf) wire was inserted up to the superior vena cava (svc), a watchman trusteer access system (was) and versacross connect dilator to follow. No transseptal puncture (tsp) was achieved on the first drop down. On the second dropdown tsp was performed without rf delivery required. Tsp location appeared to be mid/mid-posterior based on ice imaging. No pe was noted at this point in the procedure and patient vitals were stable. Tsp location was dilated with the was and then was and vcc dilator retracted for left atrium (la) access of the ice catheter. Tsp access of ice catheter was still unsuccessful. A pe was then discovered four (4) minutes later. Was removed from the groin and ice visualized the pe location on the right side of the heart. The procedure was aborted. Cardiac tamponade occurred, which caused the need for cardiopulmonary resuscitation (CPR), blood transfusion, pericardiocentesis removing bright red blood of over three (3) liters, fresh frozen plasma (ffp), and cryoprecipitate. The family was contacted a little over two (2) hours later and as the patient was a do not resuscitate (dnr) status and they requested no additional life-saving measures, so time of death was called by the physician. The official cause of death is pe that resulted in death. It was noted the patient was on eliquis and stopped taking eliquis two (2) days prior to the procedure. Last recorded inr lab result was 1.4. It was further reported a cardiac perforation was not visualized, but a right sided perforation was suspected by the physicians.